Event description:
It was reported that the second (soft key) button in the top row of a spectrum iq infusion pump was defective. This was observed during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, it was observed that the keypad overlay was damaged which confirms the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be damage to the keypad overlay. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.